Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented to the hospital for routine routine follow-up, excessive battery discharge was observed. During a subsequent follow-up, it was observed that the device longevity had increased. The device remains implanted.